Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient cancelled the revision. No further course of action.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.